Event description:
The following information was reported to gore: on (B)(6) 2025, a 45-year-old female patient got a gore® acuseal vascular graft (graft) implanted as a shunt between the left brachial artery and basilic vein. On (B)(6) 2025, narrow spaces were seen on the graft, which were ballooned with a poba 7mm/4cm. On (B)(6) 2025, the graft was explanted as it was closed again. When looking at the explanted graft, it was seen that the inner wall was separated. Reportedly the patient is fine and got a venaflow (enovis) implanted in the meantime.

Manufacturer narrative:
C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 "other", h6 codes b01, c21: the medical device is currently in transit to the manufacturer. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. Received images will be evaluated. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6 codes b14, c19: a review of the manufacturing records indicated the lots met all pre-release specifications.

Manufacturer narrative:
A field action for the acuseal vascular graft has been released in response to reports of an increased rate of delamination. This field action will consist solely of an urgent field safety notice (fsn); no product will be removed from the field. Reason for the fsca: in april 2025, a UK physician reported that his group observed a 22% delamination rate (12/55 cases) over the period of 2022¿2024, which was higher than their historical rate of approximately 5%. For comparison, gore¿s complaint data indicate a global delamination rate of ~0.2%, while published literature reports rates ranging from ~1% to 10%. While delamination is a known failure mode, the reported rate and the suggestion that something had changed prompted gore to initiate a thorough investigation. The investigation included a review of process, materials, and equipment records for all affected lots, confirming that all requirements related to delamination risk were met. No design or manufacturing deficiencies related to delamination were identified. A risk-benefit analysis was also completed, reaffirming that the benefits of the device continue to outweigh its risks, with no new harms identified. However, the review determined that updates to the instructions for use (IFU) are warranted. Specifically, the IFU will be revised to: ¿ include additional use errors that may contribute to delamination, and ¿ add delamination to the device-related adverse events section. The fsn will be used to communicate these IFU changes and highlight the factors that may contribute to delamination.

Manufacturer narrative:
H6 codes b15, c19: imaging evaluation: the identity of the device could not be confirmed with the provided images. The images provided are consistent with flow lumen narrowing within a vascular graft but delamination cannot be confirmed. H3 "other"; h6 codes b01, c19: explant analysis summary of findings: the following information regarding this event was provided to w. L. Gore & associates: on (B)(6) 2025, a 45-year-old female patient got a gore® acuseal vascular graft (graft) implanted as a shunt between the left brachial artery and basilic vein. On (B)(6) 2025, narrow spaces were seen on the graft, which were ballooned with a poba 7mm/4cm. On (B)(6) 2025, the graft was explanted as it was closed again. When looking at the explanted graft, it was seen that the inner wall was separated. Reportedly the patient is fine and got a venaflow (enovis) implanted in the meantime. The graft fragments were returned to w. L. Gore & associates for investigation. Submitted unfixed were three (3) fragments of a gore acuseal vascular graft (vgf-1-vgf-3). One device fragment (vgf-1) had been transected on one end and was partially transected in the middle of the fragment while the other two device fragments (vgf-2 & vgf-3) had been transected on both ends prior to arrival at w. L. Gore & associates. The abluminal surfaces of all fragments were generally devoid of tissue with the exception of firmly adherent solitary plaques. One fragment (vgf-1) presented partially transected crossing the blue line. The lumen of all three fragments were patent. In all three fragments, there was evidence of varying degrees of layer separation between the outer eptfe and silicone layers throughout the lengths of the graft fragments noted grossly and via examination of radiographs and CT images. Some of these areas of layer separation were filled to partially filled with red/brown biologic material and some presented with the silicone layer being displaced towards the lumen to varying degrees. The devices were not properly stored in a fixative solution for preservation of the tissue on and within the device fragments. Therefore, a histopathological examination of the tissue could not be performed due to the lack of proper fixation prior to arrival at w. L. Gore & associates. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all device fragments were examined for material disruptions with the aid of a stereomicroscope. The material disruptions identified (i.e., transections and forceps/clamps disruptions) were consistent with those caused by interaction with surgical instrumentation (i.e., scalpel/scissors or forceps/clamps), which were likely caused during surgical procedures. There was no evidence of cannulation. The exact time and cause of the longitudinal layer separation could not be determined from the information provided. Additionally, the point of entry of the entrapped tissue/fluid into the resulting space from layer separation is unclear.